Event description:
It was reported that the patient was re-implanted with another vibrant soundbridge on (B)(6) 2012. As per information on the device explantation report, an accident may have been the cause for device failure.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.